Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. The impact to the customer's blood glucose level was not known. As the customer with the pump was not with the contact when tandem technical support was telephoned, troubleshooting to determine a possible cause of the occlusion was unable to be performed.